Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 14oct2019. This customer returned gas delivery system was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed air flow accuracy test issue. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed air flow accuracy test issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported fails air flow accuracy test. There was no patient involvement.